Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that, on testing the device in situ, some electrode channels showed in status hi since (B)(6) 2011. Testing in situ carried out on (B)(6) 2011 shows 6 electrode channels in status ok. No trauma was reported. An x-ray shows the electrode array being placed in the cochlea.